Event description:
Received report of tubing leaking at filter holes. Reported that a pt on tubing for tpn and morphine pca at home. Fluid leaked at the filter hole and lost tpn and approximately 30cc of morphine drip (about 6mg) onto gown, causing need for rebolus with loading dose and eventual change to continuous morphine drip for unrelieved pain. Nurse changed tubing to solve leakage. No harm to pt except lack of morphine during leakage time causing pain.